Event description:
It was reported that several no external power alarms were noted. Both periodic and event log files captured controller clock corrupt events. No external power events recorded on (B)(6) 2000 were caused by power to the mobile power unit (mpu) being briefly interrupted. It was additionally reported on (B)(6) 2022 that the patient did not experience any symptoms or receive any treatment for their pump stop events. No products were reportedly exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted event log file. The log file contained approximately 14 days of data (01jan2000 ¿ 14jan2000 and 17jan2022 per the timestamp). The log file captured dates from 01jan2000 to 14jan2000 while the clock was not set; the clock resetting is addressed via the pump investigation (manufacturer report number 2916596-2022-00415). No external power, power cable disconnect and low voltage hazard alarms also activated on 06jan2000 from 0:32:52 to 0:33:11 and from 0:33:25 to 0:49:37 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump operation was not affected during the losses of ac power. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that there was no documentation of a power outage occurring at the patient¿s home. It was also reported that it was not known if the power cord became loose from the wall outlet or from the back of the mpu. It was communicated that the mpu was not exchanged. The mpu was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop, low voltage advisory/hazard, power cable disconnect, no external power and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-00415.